Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported by a customer that the ivs where the valve failed, resulting in blood flowing onto the patient, nurse and floor. The IV incidents did not occur on the same day. These incidents required the patient to be stuck again and caused blood exposure to the nurses. We currently have several issues with ivs leaking from the hub connected to the end of the IV even after we make sure it is secured and attached properly. This results in patients not receiving all their IV medications, requiring repeat needle sticks, and causing bodily fluid exposure. This happened just today with a third nurse, who had to remove and restart it. Pt arrived with a high heart rate and high blood pressure, which the doctor needed to keep below 160 systolic. Nurse on floor administered the medication prior to transport but due to the leaking IV, the patient did not receive the full dose. The patient then had no access until we could restart the IV, which was very dangerous given all the problems she was experiencing."